Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The atrial lead exhibited noise which was reproduced with isometrics. The patient would be monitored.